Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 422-800 mg/dl; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with ketones; amount was not known. Reportedly, customer was treated with a manual injection and was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.